Event description:
New information received notes that the left ventricular (lv) lead had also dislodged. The dislodgement was confirmed via x ray imaging performed on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23797. Related manufacturer reference number: 2017865-2021-24372. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) lead all exhibited high capture thresholds. X-ray imaging performed revealed and confirmed that the ra and rv leads had dislodged. On (B)(6) 2021, the lv lead was repositioned, and the ra and rv leads were explanted and replaced. The patient was stable and no adverse consequences were reported.